Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. When the pump was returned to mmdg for investigation, the motor had a failed bearing, which resulting in the failure to deliver. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump was not delivering. They stated that the pump was "not running, no error or alarm". The initial reporter stated that the complaint had occurred during testing and had no effect on a patient. (B)(4).